Manufacturer narrative:
Investigation included a review of manufacturing records, device history, labeling, and complaint history, as well as a technical review of algorithm performance based on reported use patterns. Investigation of this case revealed no device malfunction could be confirmed based on available information and that user meal variability and announcement practices can affect glycemic outcomes. It was concluded that the event was consistent with device use challenges related to meal management and not a confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user stated the ilet was not working for their needs, citing an active lifestyle, varied and frequent meals, and experiencing low glucose events attributed to the algorithm in the context of inconsistent meals; meal announcements and incorrect meal size were implicated, and the user reported using oral glucose to treat lows. Symptoms included low glucose of 44 mg/dl and high glucose of 300mg/dl. Outcomes included temporary impairment that required intervention with oral glucose.